Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2007. At the time of the report, the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received. Product indication and essure implant date updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping) and she did not undergo confirmation test. Previously reported ¿injury to herself¿ was updated to pain. Event outcome added for: abnormal bleeding (vaginal), dysmenorrhea (cramping) and pain. Reporters added. Treatment drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 624100) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's medical history included genital bleeding, fatigue, eye pain, urinary frequency, urine incontinence, depression and mastodynia. Concurrent conditions included bloating, stress urinary incontinence and uterine prolapse. Concomitant products included ciprofloxacin (cipro), clonazepam (klonopin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2007. At the time of the report, the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved and the endometritis and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometritis, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: coils were visualized on left; on right, coils were not visualized, but position of device of r side was felt to be correct. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis lot number: 624100, manufacture date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 624100) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included genital bleeding, fatigue, eye pain, urinary frequency, urine incontinence, depression and mastodynia. Concurrent conditions included bloating, stress urinary incontinence and uterine prolapse. Concomitant products included ciprofloxacin (cipro), clonazepam (klonopin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2007. At the time of the report, the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved and the endometritis and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometritis, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: coils were visualized on left; on right, coils were not visualized, but position of device of r side was felt to be correct. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and mr received: reporter was added. Lot no. Was added. Endometritis was captured from mr as a event. Concomitant drugs & conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.